Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with cracked lcd window and severely scratched lcd window. After battery installation device gave an unexpected flashing white or blank display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement, displacement test or verify missing segments or partial display due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that their insulin pump was damaged. The customer¿s blood glucose level was 5.5 mmol/l at the time of the incident. Customer stated the scratch is on the lcd screen. Customer stated that the can't read screen, it has a lot of lines. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.